Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The device was returned for service however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the cable/cord/wiring of the device was damaged. It was noted that there was fluid damage, the motor and control unit were defective, and the hose was damaged. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, noise assessment, rotational speed assessment, motor thermistor assessment, cutter lock assessment, and loctite and cable assessments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device was displaying an e6 error code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.